Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the high/low glucose alarm failed to alert the customer when their glucose levels changed. As a result, the customer experienced sweating, twitching, seizure, and a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.